Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dosage via an implantable infusion pump. The patient was noted as also being prescribed oral hydromporphone of 4mg. The indication for use was non-malignant pain. It was reported that the patient's pump had been empty for about 2 months. The patient had been waking up at night due to increased pain. The patient was released from her last two healthcare providers and requested a listing of physicians. No further complications have been reported as a result of this event.

Manufacturer narrative:
The previous submitted report contained an error. The patient only had non-serious symptoms and no box should have been checked. If information is provided in the future, a supplemental report will be issued.